Event description:
A customer contacted beckman coulter regarding erroneously low results that were being generted by the access 2 instrument. The customer indicated that an erroneously low psa result (from pt a ) of o ng/ml was reported out of the lab. The erroneously low psa result was questioned by the physician. The original sample from pt a was retested twice for psa. The first repeated psa result was 3.50 ng/ml. The second repeated psa result was 6.34 ng/ml. The psa result from the second repeat was reported out of the lab as a corrected report for pt a. The cusomer indicated that all psa samples that were run on this instrument were repeated after the psa results from pt a was questioned. The repeated psa testing was performed on this instrument and on another chemistry analyzer in the lab. Six pt results (sample b, c, d, e, f, and g) were reported out of the lab with erroneously low psa results and required a corrected report [see b6]. The customer indicated that there has been no change to pt treatment that can be attributed to this event.